Manufacturer narrative:
The device was not returned for evaluation. Instead, the customer provided the device logs for review. The customer's report was observed during review of the logs and attributed to the power board. Following replacement of the power board, the customer confirmed that the report was resolved. G1: contact information updated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that the device intermittently cycles on and off by itself. Complainant indicated that there was no patient involvement in the reported malfunction.